Event description:
2015-(B)(6) (B)(4) (con): it was reported that the patient had a shocking or jolting sensation with their first implant in 2002. The patient did not remember when it occurred but she shut her therapy off when it happened and it did not occur after that. Follow up has been conducted and if additional information is received a follow up report would be seen.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: 2002-(B)(6), product type: lead. Product ID: 7435, serial# (B)(6), implanted: 2002-(B)(6), product type: programmer, patient. (B)(4).